Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 6 which was found to be slightly bent.

Event description:
It was reported to philips that the device's battery pins were bent. There was no reported patient involvement/adverse patient impact.